Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. However, the reported event of failure to capture was not confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
New information received indicated that the lead exhibited loss of capture and the patient twiddled the lead out.

Event description:
It was reported that the patient presented to the hospital for a follow-up on(B)(6) 2023. During examination of lead, it was noted that the right atrial (ra) lead was dislodged. The physician explanted and replaced the ra lead on (B)(6) 2023. The patient was in stable condition.